Manufacturer narrative:
Upon follow up it was reported the patient experienced sterile peritonitis. The cause of peritonitis was reported as due to constipation. Three days prior to receipt of this report, treatment with fortum therapy was stopped and on same day, the patient started intraperitoneal injection of amikacin (125 mg at night, once per day) for peritonitis. The day after receipt of this report, the pd fluid was reported ¿to coming clear now¿. Dianeal therapies were ongoing. At the time of this report, treatment with amikacin, reflin and vancomycin were ongoing and the patient was recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after the onset, the patient was treated with injection fortum (1 gm, once daily, intraperitoneally), injection refline (1 gm, once daily, intraperitoneally), and injection vancomycin (1 gm once in 4 days, intraperitoneally) for peritonitis. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.